Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the tissue on the tips was easily removed following similar wiping process as the one used during operating procedure. Damage to the tips, showing a lack of plating, seems to indicate an abrasive material was used to clean the tips, but it was not possible to get confirmation from the hospital. The damage on both of the tips, combined with the extreme power setting (80 malis, corresponding the maximum power tested and documented in the IFU) and the length of the procedure (more than 5 hours), can explain why sticking was observed on the forceps. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a surgeon expressed a product complaint concerning a versatru bipolar forceps. Rep requests an explant kit. No other information is currently available further infor from the rep revealed: he just said they were sticking and charing. It was a plastic surgeon using them in a long case. This was after about 5 hours of use. Patient was fine. We opened a new pair to complete the case.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup report will be filed.